Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at cartridge viewing window and scratched on the screen of the front housing. The customer stated problem was not duplicated. The device found no error message or recalculating on screen display upon power up. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited error message. No patient consequences were reported. No adverse effects were reported.